Event description:
Ultrasound was was being used for intraoperative guidance for an open liver resection which required sterile draping of a clean ultrasound probe which was then placed inside the body cavity on two separate occasions during the operation. Between each insertion of the probe, it remained sterile and on the sterile field. When the surgeon was finished with ultrasound guidance the radiologist undraped the probe and noticed blood mixed with the gel inside the probe cover which indicated a defect in the probe cover, as no material should pass through the cover itself to maintain sterile technique. The probe cover was checked for a tear - it had a gap between the rubber and plastic portions of the probe cover that should normally be sealed closed to prevent material from crossing the barrier of the probe cover to maintain a sterile field. Other probe covers were also determined to not seal effectively enough to prevent them from detaching/allowing contamination.we have asked that the stock be replaced, as all probe covers seem ineffective.